Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified it was confirmed the patient had an epidural hematoma prior to explant. The patient's feeling in her legs has reportedly improved, and the patient will follow-up with her physician to determine the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient remains at a rehabilitation facility awaiting insurance approval to resume further therapy.

Event description:
It was reported the patient went to the emergency room on (B)(6) 2014 due to not feeling her legs as well as a possible epidural hematoma. The patient's scs system was explanted on (B)(6) 2014.